Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed persistent pericardial effusion and acute pericarditis since implant with some chest pain and shortness of breath. The patient was also experiencing neck pain,chest, back and neck discomfort and low intermittent grade fevers thought to be dressler's syndrome. Medication was administered for the effusion and blood cultures were negative. The implantable pulse generator (ipg) system was explanted. The ipg was replaced as it was contaminated after removing from the pocket during the leads extraction and new atrial and ventricular passive leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.